Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, while removing the balloon from the guide, the shaft of the balloon broke in two pieces. At the time they also noted there was a kink in the guide. Both the guide and the balloon were removed from the body safely. The procedure was completed with a different device. There were no patient complications reported.